Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 50 mg/dl. Education was provided on meal announcements, infusion set function, and replacing components when in doubt, and the user was advised to change contact detach infusion sets every two days and to maintain high-volume alarms and app notifications. Symptoms included low blood glucose. Outcomes included treatment with oral glucose. Investigation included customer interview and device-use review. Investigation of this case revealed no device malfunction reported. It was concluded that the event cause was unclear and user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.